Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for suspect view station cable on (B)(4) 2016. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that a site's system viewing stations cables were worn where they come out of the monitor arm. When the arm was turned too much, so that the cables were strained, the screen would turn black. In trouble-shooting, the medtronic representative manipulated the power cable, and replicated the behavior. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: a medtronic representative reported that they were able to replace the cable for the system which resolved the reported issue. The suspect cable has not been received by the manufacturer for evaluation.

Manufacturer narrative:
(B)(4).